Manufacturer narrative:
Device evaluation the device has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a temperature issue. There were no drop in voltage in the pump¿s black box. The pump¿s electrical current draws were tested and found to be within required specification. The battery compartment was observed to have corrosion. A leak test was performed and no leaks were identified. The pump cover was opened and no further evidence of moisture was found. The original complaint of a temperature issue was unable to be duplicated. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging a temperature (temperature-moisture ingress) issue. It was reported that the pump felt warm to touch and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.